Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 (link switch error low) which was not reproduced. The reported system error 322 was verified through a review of the event history log and found during a visual inspection to be caused by an out of specification gap in the link screw. The link screw was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sensor error 322 (link switch error low). There was no patient involvement associated with this event. No additional information is available.